Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, displacement test, self test, and reset error test and all operating currents were normal. No low battery, bad battery, failed battery test or off no power alarm was noted. No motor error alarm was noted. The motor was tested outside of the device and passed. The low reservoir alarm functioned properly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error, low battery and off no power within the last two days. The blood glucose reading was 250 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The displacement test and the manual prime were successful without a recurrence of the motor error alarm.